Event description:
Patient reported having a lower right back crown is loose and their right-side jaw locks at times. Patient was seen by their dentist and was given a referral to an orthodontist for exam for invisalign. During the exam the dentist found the patient having #22 in crossbite, and lower anteriors crowded. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.